Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. Additional clinical follow up with the customer indicated that the meshgrafter's base blade alignment comb was dented on the lateral edge. The damage to the comb was noted by operating room staff during procedural set-up. There was no pt injury or increase/delay in surgical time and an alternate device was available for use during the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 8/15/2007 and was last repaired on (B)(6) 2013 for preventative maintenance. Eval of the device verified the comb to the damaged. The right end of the roller was gnarled. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned two cutters. Cutter eval demonstrated that both cutters produced an acceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.